Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4)

Event description:
A physician reported lens dot opacification of a lens following an intraocular lens (iol) implant procedure. This patient also had symptoms of anterior chamber cloudiness, redness and pain. After a week of antibiotic eye drops and anterior chamber irrigation treatment, symptoms improved. Toxic anterior segment syndrome (tass) is suspected by the hospital. The lens remains implanted.